Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, thrombosis and death are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during stenting procedure with the subject device and a non-stryker device, both devices thrombosed. Administration of pharmacological agents to clear the clots was performed. The patient was placed in palliative care until death occured 3 days post-procedure. The physician has established the relationship to the subject device as serious, expected, related.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during stenting procedure with the subject device and a non-stryker device, both devices thrombosed. Administration of pharmacological agents to clear the clots was performed. The patient was placed in palliative care until death occured 3 days post-procedure. The physician has established the relationship to the subject device as serious, expected, related.